Manufacturer narrative:
This pacemaker is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this newly implanted pacemaker exhibited loss of capture (loc) on the right atrial (ra) channel for several seconds prior to pocket closure. As a result of the loc, the patient went into cardiac arrest for a few seconds. The output of the ra channel was increased to 7.5 volts at 0.4 milliseconds but loc was still noted. The pacemaker was disconnected from the ra lead and explanted from the patient. The pacemaker was an attempted implanted and was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.